Manufacturer narrative:
The t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer changed the cartridge approximately 1 week ago and the pump has stayed at a static number. Customer declined the instruction from tandem technical support to change the cartridge so that the pump will reflect the correct amount . Customer declined further troubleshooting. Customers blood glucose level was not impacted